Event description:
A (B)(6) patient underwent nanoknife ire treatment for liver cancer on (B)(6) 2011. During the treatment an event was reported for hypertension. Patient's baseline blood pressure was 131/72. During the first treatment, at its peak, bp was 202/100. That treatment was aborted with 66% of ablation completed to control the patient's blood pressure. The patient received labetalol, fentanyl, and morphine. The blood pressure was brought back to normal range and the treatment was completed. The patient vitals were normal immediately after the procedure.

Manufacturer narrative:
The nanoknife system includes probes that are single use and disposable. No component of the system was returned to angiodynamics, therefore a device evaluation was not conducted in regard to this event. During a review of quality inspection and manufacturing documents it was determined that the device met all specifications and quality requirements. A review of the hardware service database found no service orders for the generator around the time of issue. The cause of the hypertension could not be determined. The complaint file states that the anesthesia crna expected this occurrence, but did not describe the reason. This event will be trended and monitored by angiodynamics complaint handling department. (B)(4).